Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26762. It was reported that the patient presented in clinic. A chest x-ray was performed that revealed that the right ventricular (rv) and right atrial (ra) lead were dislodged. Device interrogation revealed that the rv and ra lead sensing measurements were lower than previously reported. There was also a loss of capture due to the lead¿s dislodgement. The rv lead was successfully repositioned. The physician opted to explant and replace the ra lead due to helix not extending; a new lead was successfully implanted. The patient was in stable condition.